Manufacturer narrative:
Date of event. The event date was not provided. The first date of the month of the aware date was selected.

Event description:
It was reported that major bleeding occurred. The patient was enrolled in (B)(6) study. Procedure summary: the patient underwent the transcatheter aortic valve implantation (tavi) procedure. A 14f isleeve introducer sheath was selected for use during the procedure and an acurate neo valve was implanted. Major bleeding at the vascular access site was noted. No further patient complications were reported.